Manufacturer narrative:
Intuitive followed up and obtained additional information. The surgeon's head was inside when drifting occurred. The right master tool manipulator (mtmr) did not move automatically with no command. The mtmr did not move in the oppose direction. The mtmr did not move at all. The movement did not scale with the surgeon's control. The movement was not delayed. The movement was not unsmooth.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart (psc) fixture test platform (pftp) system where all tests passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the mtm being out of calibration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that there was non-intuitive motion with the right master tool manipulator (mtm). The issue was experienced by the surgeon when using the vessel sealer instrument on the universal surgical manipulator (usm)3. Other instruments and arms did not have any problems. The tse suggested replacing the vs instrument, which the user agreed to try. Later, the user reported that the problem occurred with usm3 and usm4, and the customer replaced the surgeon side console (ssc) with another dv system to continue the procedure. No known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The problem was that matching grip was required even though doctor doesn't raise his head from high resolution stereo viewer (hrsv) during manipulation. Bring another ssc to the operation room and use it to complete the procedure. Fse reproduced the event and replaced the right mtm.